Event description:
It was reported that the unit gave an e-1 error. It was further reported that this occurred before a case.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.